Event description:
It was reported that the health care professional (hcp) called in for review of device data. Technical services reviewed the data and found that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range pacing impedances on both the right atrial (ra) and left ventricular (lv) lead measuring greater than 2,000 ohm. It was noted the ra lead also exhibited loss of capture and the lv leads intrinsic amplitude was out of range. At this time, the system remains in service. No adverse patient effects were reported.